Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/6/2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 11/27/2024. The user reported a lowest bg level of 52 mg/dl, with bg remaining below 70 mg/dl for approximately one hour. They treated the low with sugar tablets and peanut butter, and the device provided alerts for low and urgent low levels. The event resulted in a loss of consciousness, and the user received assistance from their husband and a neighbor, who helped administer juice and glucose tablets. No professional medical intervention was sought. The user was advised to consult with their trainer or healthcare provider (hcp) regarding a potential reset of the device and factors influencing bg control.